Event description:
It was reported that the patient underwent a revision procedure due to hole in the cuff with an artificial urinary sphincter (aus). The aus cuff and balloon was explanted and a new aus cuff and balloon was implanted. Additional information was reported that the hole was identified at explant, the perforation was after device in use, the hole caused fluid loss, and the patient was incontinent again.